Event description:
It was reported that the ilet user failed to remove the needle cover and needed to change the infusion set, indicating an infusion set that was deployed incorrectly or not attached correctly and prompting troubleshooting and education. Symptoms included hyperglycemia, with a highest reported blood glucose of 270 mg/dl. Outcomes included clinical impact consistent with high glucose that required user intervention but not hospitalization. Investigation included user coaching on proper infusion set insertion and connection techniques, review of infusion setup steps, and confirmation that the issue resolved after changing the set. Investigation of this case revealed improper infusion set deployment or connector attachment, consistent with user setup error affecting the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set handling and insertion.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.